Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 13 years since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to bending section during user handling, which caused the section to squeeze causing an abnormality of image sensor unit. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling device in accordance with the following statements in the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii bronchovideoscope had no scope image. The scope was plugged into 3 different towers and only letters and information box showed up. The light still worked. The issue was found during inspection for use for bronchoscopy with endobronchial ultrasound and it was completed with another device. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that no image occurred when the light guide tube was manipulated and intermittent flickering. There was no image due to the charge coupled device unit being damaged. There was a deep dent in the bending section and it failed ring gauge. The customer label on the scope connector was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.